Manufacturer narrative:
E1 - facility name - (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's image was not clear but noisy. The event occurred during setup/inspection for use (during setup in the room/before the patient was in the room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5,d8,h2,h3,h4,h6,h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage to the cable unit, noise occurred, and no image was displayed. Additionally, due to poor watertightness of the cable unit, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.